Event description:
It was reported that the 9800 sys locked up after one exposure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and motherboard replaced and the software was upgraded during the svc call. The sys was tested and found to be working as intended and put back into svc.